Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, sleep current measurement, active current measurement and self test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No moisture on electronic assemblies noted. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history, problem isolated to electronic assemblies. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was vibrating with red light flashing and could not get screen to came up with actual alarm text. The customer¿s blood glucose was 20.1 mmol/l at the time of incident. Customer reported that the insulin pump was damaged at back side. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.